Event description:
It was reported that temperature alarms 10 and 11 occurred while pump was charging and not exposed to extreme temperatures. There was no reported adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.